Event description:
It was reported that this right ventricular lead was explanted and replaced due to exhibiting high pacing thresholds and poor sensing. This lead was retained by the patient; therefore, it is not expected to be returned. No further adverse patient effects were reported.